Manufacturer narrative:
One device was received for investigation. The device was functionally tested, and the investigation could not reproduce the reported audible leakage. However, the investigation did identify a continuous flow issue. This issue was traced to the device o-ring and input manifold components, which were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device o-ring was replaced, and the device passed all testing.

Event description:
It was reported that there was a sound of oxygen leaking from the air outlet when oxygen pressure was applied. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.